Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The pump could not be powered on. The pump failed a leak test due to the battery compartment being cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that the battery compartment was cracked and there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.